Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this atrial lead was explanted due to oversensing.

Manufacturer narrative:
Combination product: yes. The lead and the ICD were returned and subjected to an extensive analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Iforia 3 dr-t df-1: upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of an ICD malfunction. Selox sr 53: the lead was found cut 6.5 cm proximal to the is-1 connector pin. The proximal and a 49 cm long distal lead fragment were returned. In the course of the analysis, multiple signs of wear could be noted along the lead fragment. In particular the insulation showed circular abrasion marks 6 cm proximal to the lead tip which might have resulted from calcified tissue in the region of the tricuspid valve. The insulation was however still intact in this region. Furthermore the lead body showed severe extraction damages such as cuts in the insulation, an excessively stretched lead body and a compressed insulation body. The characteristics of the extraction damage indicate tensile forces applied during the surgery presumably due to ingrowth of the lead. In conclusion, the analysis of the available lead fragments showed severe extraction damages and abrasion marks. However as no rubbed through insulation was found, the root cause for the clinically observed oversensing could not be determined. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this atrial lead was explanted due to oversensing.